Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Additionally, it was reported that the pump battery was depleting quickly. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose was 490 mg/dl.